Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited false pause episodes as a result of poor sensing. The issue was deemed to be as result of a positioning issue. Subsequent information received suggested the pause episodes were no longer visible and seem to have resolved. No further intervention was made the patient was stable and suffered no consequences.